Event description:
In 2007, the lay-user/reporter contacted lifescan at 8:57pm (pst) alleging that a one touch basic meter had broken battery contacts. The reporter was not sure when the alleged meter issue started but mentioned that possibly it had been "maybe 2 weeks." According to the reporter, on the same day, the patient suffered a "diabetic coma". At 10:00am (pst) that same day, the patient reportedly received treatment at an emergency room (ER). The ER tested the patient's blood glucose with an ER/hospital meter and obtained a reading of "27 mg/dl". The patient was treated with half a sandwich, orange juice, water, and an unidentified injection. Before the patient was discharged from the hospital, her blood glucose registered at "181 mg/dl." It would have been helpful to know the following information: when the alleged meter issue started, the patient's testing frequency, her medication and diabetes management regimens, and if the patient made any changes to the regimens because of the alleged issue. In addition, it would have been helpful to know what symptoms the patient had, when the symptoms started, if the patient actually lost consciousness, what her normal/expected blood glucose levels are, and what actions the patient took in response to the symptoms and meter issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient reportedly suffered a hypoglycemic episode and received medical treatment after the alleged meter issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.